Event description:
The customer stated an archtiect i1000sr analyzer generated a falsely elevated troponin result for one patient sample. The analyzer generated an initial troponin result of 0.07 and a repeat result of 0.037. The customer uses the normal range of 0-0.06. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of troponin reagent lot 88856un12, and acceptance criteria was met. Tracking and trending identified no atypical complaint activity related to troponin reagent lot 88856un12. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.